Event description:
It was reported that the user experienced hyperglycemia, with blood glucose rising from 242 mg/dl to a peak of 250 mg/dl while the ilet delivered a 3.8-unit correction and after a recent meal announcement. Symptoms included elevated blood glucose. Outcomes included approximately one hour above range and no need for professional medical intervention. Troubleshooting and education were provided, including guidance that the algorithm is conservative during initial use and a recommendation to consider switching the infusion site if glucose continued to rise. The user¿s glucose subsequently returned to 187 mg/dl without use of back-up therapy or ketone testing. Investigation included customer interview and review of device use history. It was concluded that the cause of the hyperglycemia was unclear, and no device alerts or alarms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.